Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that it was taking patient for ever to charge the ins battery backup. Patient stated that she will charge for an hour and a half to two hours and she still is not be 100% charged. When patient starts recharging, the battery is in the orange real low at 30-50%. After an hour and a half she might get 70% and the most 80%. When patient is charging she has the excellent status. This started when she had to increase her amplitude. It was explained to patient that when they increase the amplitude that takes more battery. Patient stated that she understood that concept and it was not that the battery was lower. Suggested to patient to meet with the rep to check the recharge stats to see if there was an actual problem. No symptoms were reported and no further complications were reported/anticipated.